Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family was reported via phone that insulin pump had no delivery alarm. Customer¿s blood glucose was 238 mg/dl at the time of incident. Customer was assisted with troubleshoot. The issue was resolved by changing reservoir. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one open or used reservoir inspected reservoir. Inspected reservoir, snap-cap, and septum for anomalies none were found. Ran occlusion test: reservoir filled with diluent and connected to a new infusion set, installed reservoir and connector into paradigm insulin pump. Performed a manual prime visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. (B)(4).